Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced six events of infusion set kinked cannula on (B)(6) 2024 which led to high blood glucose (390 mg/dl). Patient noticed symptoms right after insertion or within three hours after insertion. The site of insertion was abdomen for three events and upper buttocks for another three events. High blood glucose was addressed using correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 6. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.